Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, a device analysis could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported peritonitis problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that a home patient experienced peritonitis. The patient was not hospitalized for the event. The patient was treated for the peritonitis with an injection (inj.) Of reflin (500 mg), an inj. Of amikacin (50mg) and an inj. Of heparin (1000 iu in all the 3 bags) (routes and frequencies not reported). The patient was recovering from the peritonitis. No additional information is available at this time.